Event description:
Caller reported that the quick bolus/wake button on the pump was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level, as it remained within normal range. Technical support instructed the customer on how to properly press the button and ultimately decided to replace the pump. The replacement pump would include updated software, and the customer was informed about the process for returning the problematic pump and the procedure for using the replacement. The customer acknowledged and understood all instructions given by technical support.